Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, passing out, hypoglycemia and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was seen by a ambulance and was diagnosed with blood glucose (bg) values that dropped to 41 mg/dl. The patient's blood glucose (bg) values reached over 300 mg/dl. The patient had cold sweats, shakiness and blurry vision. For treatment, the patient was given food and other carbs. The pod was worn longer than 48 hours on the arm. The patient was discharged after 20 minutes.